Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) would not turn on. The battery drawer was contaminated. It was also determined at analysis that the hanger assembly was broken, and the keypad was scratched. The display wires were pinched, the wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.